Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-14735 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there is water entry in the light source device. There were no reports of patient or user harm associated.